Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted at implant. Through follow-up with the health-care provider, it was indicated that the patient experienced aortic root dilatation. It was also indicated that the reason for explant was procedural related and not due to a device malfunction. Additionally, the explanted valve was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's operative report was received. It was learned that this patient has a 6-year history of paroxysmal atrial fibrillation. He also has critical coronary artery disease. He presented with a circumflex artery aneurysm that fistulized to his right atrium. In addition, he also had moderate to severe aortic insufficiency (native valve), with an aortic root that measured about 47 mm. He was taken to the operative room for elective repair. Upon the patient's initial aortic valve replacement (avr), it was noted that his tissue was extremely fragile and thinned. The edwards valve was placed and both the left and right coronary artery had good backbleeding from the retrograde cardioplegia line. The distal anastomosis was then constructed a few centimeters below the arch. Once the distal was performed, the patient was de-aired and crossclamp taken off. After re-warming, significant problems with bleeding mostly from the posterior suture line, from the posterior aspect of the proximal suture line of the root was noted. Attempts to control the bleeding were made, however, the surgeon was unable to identify and repair the bleeding appropriately. After many hours of trying to repair this problem, it was decided to just replace the patient's entire root. Therefore, the patient underwent another avr utilizing another edwards bioprosthetic valve (same model/size). Post-op transesophageal echo showed a well seated valve and graft, with flow intact in the coronary arteries and no aortic insufficiency or paravalvular leak; the bleeding had stopped. This information provided concurs with the health-care provider's initial response. This event was related to procedural factors and not a malfunction of the edwards valve. No further actions are possible.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. (B)(4) - aortic root dilatation. Device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information (e.g. Operative report, discharge summary, etc.). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.